Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was received operating above elective replacement indicator (eri). Analysis of device image indicated that device has reached eri due to normal usage during analysis. Further analysis performed did not find any anomaly. Longevity assessment was performed, and implant duration exceeds 75% of projected longevity, indicating normal battery depletion.